Event description:
It was reported that during a mildly tortuous, heavily calcified, posterior descending coronary artery stenting procedure, a xience prime 4.0 x 23 mm stent was advanced without resistance and successfully deployed. The xience prime balloon was fully deflated, but the balloon did not appear refolded properly and during the removal of the xience prime 4.0 x 23 mm stent delivery system, the shaft separated distally to the hypotube inside of the unspecified guide catheter. Reportedly, there was no resistance felt with the removal of the xience prime stent delivery catheter prior to the shaft separation. The distal part of the xience prime 4.0 x 23 mm stent delivery system, the unspecified guide wire, and the unspecified guide catheter were removed as one unit without any difficulties. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Poor balloon refold and shaft separation were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.